Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 518 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised the dentist gave them anesthesia which may have resulted in high blood glucose. Customer advised the anesthesia side effect may have been high blood glucose and they advised the insulin pump drained batteries constantly. Customer advised they change out their site and gave themselves another correction bolus. Customer advised they changed out their entire set and reservoir. Customer performed the high pressure test and passed.